Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing, a spectrum pump failed to alarm downstream occlusion within the specified time on the high pressure setting. There was no patient involvement.